Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the touch panel did not respond. Unit was occasionally unable to be turned off. There was no patient involvement.